Manufacturer narrative:
(B)(4).

Event description:
It was reported "the luer-hub (brown) was falling off from extension line". No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one, separated distal luer hub of a 3-lumen cvc kit for analysis. No definite signs of use were observed. The rest of the distal extension line/catheter was not returned. Visual examination revealed that remains of the extension line were visible inside the separated distal luer hub. The separation point on the extension line within the luer hub was rough and jagged. Visual analysis of the rest of the distal extension line/catheter could not be performed as it was not returned. The inner diameter of the distal lumen inside the luer hub measured to be 1.4224 mm which is within specifications of 1.42-1.50 mm per product drawing. Dimensional analysis of the rest of the distal extension line/catheter could not be performed as it was not returned for analysis. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub; however, only the luer hub was returned for evaluation. It was noted that remains of the extension line were found within the distal luer hub. The rest of the distal extension line/catheter was not returned. A device history record review was performed with no relevant findings. Based on the customer report and the sample received, the root cause could not be determined without the distal extension line returned for analysis. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported "the luer-hub(brown) was falling off from extension line". No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Event description:
It was reported "the luer-hub(brown) was falling off from extension line". No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.